Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the long charge time (lc) and charge time (CT) fault codes. Technical services (ts) was contacted, and ts discussed troubleshooting and recommended s-ICD replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced due to a the lc and CT codes that were received. The replacement procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. Memory review confirmed that a long charge error and charge timeout occurred. A commanded high energy charge resulted in a charge timeout. The pulse generator case was removed. Visual inspection of the interior of the device case identified damage to an electrical resistor that appeared consistent with electrical overstress damage. The damage to the resistor resulted in the inability to determine what may have initiated the overstress and, as such, the root cause could not be established.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the long charge time (lc) and charge time (CT) fault codes. Technical services (ts) was contacted, and ts discussed troubleshooting and recommended s-ICD replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced due to a the lc and CT codes that were received. The replacement procedure was successfully completed. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited the long charge time (lc) and charge time (CT) fault codes. Technical services (ts) was contacted, and ts discussed troubleshooting and recommended s-ICD replacement. No adverse patient effects were reported.